Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 90158 were returned and analyzed. The data files showed at least eight applications were performed with balloon catheter 2af283 with lot number 14198 on the date of the event with no system notice or any issues. Visual inspection of the sheath showed the device was kinked on the shaft 2.6340 inches from the tip of the sheath. In conclusion, the sheath¿s steerability issue was not confirmed, however, the sheath failed the returned product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was difficult to maneuver. The case was aborted. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.